Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer reloaded the cartridge and received a minimum fill notification. The customer's blood glucose level was 330 mg/dl. The customer administered a manual injection. Reportedly, cold insulin had been used.